Manufacturer narrative:
The explanted products were kept by the medical facility and will not be returned for evaluation.

Event description:
The patient's implant and extension leads were explanted due to an infection at the pocket site.